Event description:
It was reported that before the procedure, one of the docks on the nim console was only intermittently connecting and charging the patient interface box, while the other dock was working normally. The patient interface box also failed to connect in both wired and wireless modes. A different pi box was used for the procedure, and it worked without issues. It appeared that the problem was with the charging dock rather than the pi box itself. When the pi boxes were switched, the second pi box charged properly in the console¿s other charging dock. There was no patient involvement in this event.

Manufacturer narrative:
H3: analysis found that could not confirm the customer's complaint. However, replaced eic pcb due to self-test failures. H6: product ID: nim4cm01 - fdm b01, fdr c0208, img g02030, and d16 codes are applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: nim vital¿ patient interface 4 channel, serial/lot #: unknown h6: product ID: nim4cpb1- fdm b17, fdr c20, img g02030, and d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.